Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert was triggered due to nonphysiologic oversensing . Additionally the right ventricular (rv) lead&#38112;rv pacing impedance spiked. There were nst (non-sustained tachycardia) episodes that show noise on the rv egm (electrogram) lasting one second. The rv lead was reprogrammed and remained in use. It was then further reported three days later that a lead integrity alert had now triggered for elevated sic (sensing integrity counter) and nst with less than 220ms. It was noted that during the office check they were unable to reproduce lead noise with aggressive device pocket manipulation or isometric arm motion. An x-ray was taken, but it did not turn out the best. A possible lead fracture was suspected. Additionally, it was reported that the device was thought to have a sensing/detection problem due to short v-v nonphysiologic intervals and intermittent high rv lead impedance. A possible connection issue with the device and rv lead was suspected. The device was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.